Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone single piece lens and the lens tore. The cartridge touched the pt's eye, but there was no contact with the lens. There was no pt injury.